Event description:
The catheter was revised. No additional details regarding the catheter revision were provided. Additional info has been requested, a follow-up report will be sent if additional info becomes available.